Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that since they got the implant, they've been having issues. Patient mentioned that a couple of weeks ago, they had the implant reprogrammed so that the patient can sleep on one side. Patient mentioned that even after implant was reprogrammed, patient felt like the implant doesn't seem to be working right. Patient mentioned that the stimulation would come on and off and would sometime come off as strong. Patient also mentioned that they have to charge the implant every day and that frustrates the patient. Agent redirected patient to hcp. Patient mentioned that they reached out to their manufacturer representative (rep) . Patient mentioned they will wait for rep's response.